Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0clu4, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that this morning, it felt like the implantable neurostimulator moved and it was "horribly pain." Since that time, the patient lost all control of her bladder and had a return of symptoms. The patient was currently on program 3 at 4.7 volts. The patient increased stimulation to 4.9 volts and felt stimulation comfortably and strong. The patient currently had no pain.